Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to photograph evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. Reported event was confirmed by review of pictures. The picture identified fracture of black plastic subcomponent from the inserter. The threads were not able to be verified as the photo was blurred. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while impacting the echo micro stem, the feet on the inserter fractured while in the patient. Surgeon was able to retrieve the fractured piece from the patient¿s body. Attempts have been made and additional information on the reported event is unavailable.